Event description:
It was reported during the procedure, the physician attempted to remove air from the syringe and air came out from the valve. However, the catheter was used an the physician was able to complete the procedure. There were no reported pt consequences.

Manufacturer narrative:
We are awaiting return of the device. Once we have completed our investigation, a follow up report will be submitted.